Event description:
It was reported that a dexcom g6 displayed ¿searching for transmitter,¿ and logs showed an alarm for cgm signal loss that resolved without intervention, consistent with transient communication interruption between the sensor system and the paired device. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included review of device logs and user troubleshooting and education regarding signal loss. Investigation of this case revealed a temporary cgm signal loss with no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user¿environment interaction leading to intermittent loss of bluetooth communication.